Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 96 mg/dl. Additionally, the customer was unable to chare the pump using the tandem-provided usb charging cable. The customer continued to use the pump for insulin therapy and was able to successfully charge the pump using a secondary usb cable.